Event description:
Customer obtained result of 85 mg/dl on accu-chek compact plus meter in comparison to professional meter result of 50 mg/dl within 10 minutes. No action was taken based on the readings. No adverse event reported. New system sent to customer and return requested.

Event description:
Reporter alleged that the customer obtained an error on the aviva system so they went to the hospital to test him. Reporter stated the hospital obtained an unknown high reading and treat the customer with insulin which they believe to have been "35 units of r". No other actions were reported taken or treatment received. A request was made for the return of the suspect device.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.